Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The patient¿s wife reported that the patient had about two or three meetings with a manufacturer representative (rep) for normal programming sessions, the implantable neurostimulator (ins) ¿did not do anything¿, device did not do what it needed to do and it did not respond well to charging. A caution sign was seen on the patient programmer (pp) and the patient¿s trial system worked very well but at the time of the report, the patient was experiencing constant pain at the implantable neurostimulator (ins) site and up into his back. It was also reported that the ins was protruding and the patient¿s health declined greatly since the ins was implanted. In terms of the leads, the patient¿s wife reported that the lead site itched and had irritation. There were no traumas or falls reported that could be related to the issues and the patient¿s wife wanted the ins removed from the patient. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was unknown.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had a follow-up appointment with the rep a few days after implant and since then they have not been able to meet anyone to help them with their device. Caller stated the device was declining patient's health severely so they want to have the device removed. Caller stated the ins did not charge for the first year. Caller stated the hcp they found didn't want to deal with the neurostimulator (ins). Caller stated she called before and spoke with the manager regarding not able to meet with rep. Additional information was received. It was reported that the patient's ins did not work anymore and was not charging; hasn't worked for about a year. Caller stated the "belt" doesn¿t charge. Additional information was received from the healthcare provider. It was reported that the hcp called due to needing to do a knee scan on the patient but their device did not work so he could not put it in MRI mode. It was reported it had not worked for 2 years and it wasn't charging or something like that. The patient entered the call and repeated information regarding ins being faulty and not charging. Patient stated he was in real bad pain and needed the MRI for that. Patient reported after they had the stimulator put in he had to go to the emergency where they though it was a spinal and they threw him in the MRI no problem and he had the device. Pss reviewed that the hcp may have been able to put his device in MRI mode during that time; patient did not understand. No further complications were reported/anticipated.